Manufacturer narrative:
(B)(4). D10: comp lk scr 3.5hex 4.75x30 st, cat #: 180553 lot #: 66008658. Comp lk scr 3.5hex 4.75x30 st, cat #: 180553 lot #: 66008658. Pn: 010000589: visual examination of the returned product identified the product shows signs of use and implantation with biological debris in the plasma spray of the baseplate and taper hole damage. Review of the device history records identified no deviations or anomalies during manufacturing. It is noted that 3 peripheral screws were placed ad the time if implantation. Per surgical technique, 4 screws are indicated for placement on implantation. However, it is unknown if this caused or contributed to the reported event. As such, a definitive root cause cannot be determined. The reported event of baseplate loosening was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 5 months post implantation due to loosening and fractured screws. The baseplate, tray, glenosphere and screws were revised. Attempts have been made and additional information on the reported event is unavailable at this time.